Event description:
A medtronic rep reported the surgeon alleged an inaccuracy when navigating during a retrosigmoid tumor resection case. The system passed pointmerge registration and most of the fiducials were located on the pt forehead although the pt was prone during surgery and the surgery site was posterior on the pt's head. The surgeon verified accuracy after registration and was accurate at that time. During the procedure, the surgeon reported 5mm inaccuracy when navigating anterior within the surgery site. The frame had not been moved or bumped during the course of the surgery. The surgeon completed the case with the use of the stealthstation s7 system. There was no impact on pt outcome.

Manufacturer narrative:
Software has not been evaluated as of the date of this report.